Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / malposition of essure device location of device: uterus") in an adult female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: urine pregnancy test: negative. Concurrent conditions included nausea, appetite lost, menstruation abnormal, micturition frequency increased, left lower quadrant pain, fatigue, weight gain, nausea, dyspareunia and pain in hip. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/lower quadrant pain"). The patient was treated with surgery (laparoscopy with removal of essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that presence of essure coil adherent to the surface of the sigmoid epiploic fat. No evidence of endometriosis. No pelvic adhesions. Normal-appearing ovaries. Uterine size at the upper limits of normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test urine - on (B)(6) 2015: negative CT performed on (B)(6) 2015, incidentally demonstrated displacement of an essure device which cannot be confirmed to reside within a fallopian tube. The left fallopian tube is expectedly not patent. Grossly patent right fallopian tube with spillage of contrast into the peritoneal cavity. Corresponding displacement of the essure device which resides superior to the uterus. This corresponds with CT findings. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added and updated patient demographics. Concomitant disease were added. Updated suspect drug inaction and lot number. Event device dislocation replaced with device expulsion. On (B)(6) 2016, removal of coil done. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / malposition of essure device location of device: uterus") in an adult female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: urine pregnancy test: negative. Concurrent conditions included nausea, appetite lost, menstruation abnormal, micturition frequency increased, left lower quadrant pain, fatigue, weight gain, nausea, dyspareunia and pain in hip. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/lower quadrant pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and adverse drug reaction ("drug reaction"). The patient was treated with surgery (laparoscopy with removal of essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower and adverse drug reaction outcome was unknown, the abdominal pain had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse drug reaction, device expulsion, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that presence of essure coil adherent to the surface of the sigmoid epiploic fat. No evidence of endometriosis. No pelvic adhesions. Normal-appearing ovaries. Uterine size at the upper limits of normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test urine - on (B)(6) 2015: negative CT performed on (B)(6) 2015, incidentally demonstrated displacement of an essure device which cannot be confirmed to reside within a fallopian tube. The left fallopian tube is expectedly not patent. Grossly patent right fallopian tube with spillage of contrast into the peritoneal cavity. Corresponding displacement of the essure device which resides superior to the uterus. This corresponds with CT findings. (B)(6) 2015:hysterosalpingogram: unilateral occlusion (left tube occluded), migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event dyspareunia & drug reaction was added. Outcome of events are updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure device / malposition of essure device location of device: uterus") in an adult female patient who had essure (ess205) (batch no. 620757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: urine pregnancy test: negative. Concurrent conditions included nausea, appetite lost, menstruation abnormal, micturition frequency increased, left lower quadrant pain, fatigue, weight gain, nausea, dyspareunia and pain in hip. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/lower quadrant pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and adverse drug reaction ("drug reaction"). The patient was treated with surgery (laparoscopy with removal of essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower and adverse drug reaction outcome was unknown, the abdominal pain had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse drug reaction, device expulsion, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that presence of essure coil adherent to the surface of the sigmoid epiploic fat. No evidence of endometriosis. No pelvic adhesions. Normal-appearing ovaries. Uterine size at the upper limits of normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded) pregnancy test urine - on (B)(6) 2015: negative CT performed on (B)(6) 2015, incidentally demonstrated displacement of an essure device which cannot be confirmed to reside within a fallopian tube. The left fallopian tube is expectedly not patent. Grossly patent right fallopian tube with spillage of contrast into the peritoneal cavity. Corresponding displacement of the essure device which resides superior to the uterus. This corresponds with CT findings. (B)(6) 2015:hysterosalpingogram: unilateral occlusion (left tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("severe cramping/lower quadrant pain"). The patient was treated with surgery (pelvic surgery on or about (B)(6) 2016). At the time of the report, the device dislocation, abdominal pain, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.